Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of light abdominal pain and cloudy effluent in a patient coincident with extraneal viaflex and physioneal therapies intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). This is one of multiple reports from the same reporter. On (B)(6) 2011, the patient experienced light abdominal pain and mild cloudy effluent. The patient was not hospitalized for the event. On (B)(6) 2011, extraneal viaflex was discontinued, and physioneal unspecified product was reported as ongoing. On (B)(6) 2011, the patient was treated with vancomycine ip and gentamicine ip for 14 days. Extraneal viaflex therapy was not reintroduced. The physician reported that the patient improved from the peritonitis; specifically with the discontinuation of extraneal viaflex therapy. Outcome for the aforementioned events were reported as ongoing and improved. According to the reporter, the cloudy effluent was related to extraneal viaflex therapy. The reporter did not provide an assessment of causality for the light abdominal pain. The reporter did not provide a causality assessment for the events of cloudy effluent, abdominal pain and the relationship with physioneal unspecified product.